Event description:
It was reported that during surgery when using the fast fix, t1 and t2 deployed together. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Corrected.

Event description:
It was reported that during surgery when using the fast fix, t1 and t2 deployed together. A backup device was available to complete the procedure with no significant delay or patient injuries.